Event description:
It was reported by the rep the device was used during a thoracoscopy/lung biopsy. It was reported the surgeon inserted the tsb35 through the trocar into the chest and placed device across tissue for the initial firing of the device. He fired the device and pushed button to open jaws. The cartridge was gone and the tissue was not stapled. Could not find the cartridge in the thoracic cavity. Radiology was called in with portable flouroscopy and cartridge was retrieved in upper lobe area of thoracic cavity. Case time was extended approx 1 1/2 hours. Surgeon told rep he fired, but rep stated the reload shows staples not formed or driven.